Manufacturer narrative:
10/12/2023 - report 2124215-2023-55262 was already reported under report number 2124215-2023-56522. Please disregard report number 2124215-2023-55262.

Event description:
It was reported that this right ventricular (rv) lead fractured and exhibited impedances over 3000 ohms. There was also noise present in the lead measurements. Lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead fractured and exhibited impedances over 3000 ohms. There was also noise present in the lead measurements. Lead remains in service. No adverse patient effects were reported.